Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated atrial oversensing. Additionally, analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was elevated. Concomitant medical products: 419688 implanted: (B)(6) 2010, 407652 implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented with inappropriate mode switch episodes due to noise oversensing from suspected conductor fracture. Noise could be reproduced with isometric exercises in clinic. The atrial bipolar lead impedance had fluctuated with periods greater than 3000 ohms. The unipolar impedance remained very stable, within normal limits around 400 ohms. The right atrial (ra) lead was reprogrammed to unipolar pacing and sensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.